Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Incomplete information regarding devices involved and patient details since the initial report came in from the patient and there was no further communication.

Event description:
Patient contacted manufacturer complaining of lack of treatment efficacy and numbness in right arm/hand over one year after treatment. Were not able to confirm with treating clinic and no further information was able to be obtained.